Event description:
A possible oversedation of a patient while being infused with an unknown drug using a baxter ipump. The reporter did not have information if there was injury or medical intervention that resulted from this incident.